Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to operate within specification. A review of the event history log identified multiple downstream occlusion alarms the customer experienced multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms.  Evaluation could not reproduce the reported problem. No component could be determined for causality and therefore no correction was required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.